Manufacturer narrative:
Other applicable concomitant components are: product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 977a290, serial# (B)(4), product type: lead. Refer to manufacturer reports #2649622-2018-20380 and #2649622-2018-20383 for details pertaining to the concomitant components. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was going to trial a spinal cord stimulation system. It was reported that the physician attempted to do a trial, but the trial was aborted because he could not get the lead into the proper location that he desired. The patient is doing fine as of (B)(6) 2018 and there were no adverse events reported. A different trial date is scheduled. There were no further complications reported or anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the healthcare provider discarded the leads. No further complications are anticipated.